Manufacturer narrative:
The date of explant and further device information remains unknown.

Event description:
Follow-up revealed the patient's scs system was explanted and discarded.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is related to an (B)(6) patient. It was reported the patient had been experiencing discomfort (described as tinnitus and nausea) while stimulation was on. Reducing the amplitude of stimulation was unable to address the issue. In turn, the patient decided to deactivate stimulation. A CT scan was performed and no anomalies were found. The patient plans to under surgical intervention in the near future.